Event description:
It was reported that partial deployment occurred. Vascular access was gained via contralateral approach. The more than 90 percent stenosed target lesion was located in the severely calcified splenic artery. A 6 x 40 x 130 innova was selected for use. The lesion was predilated. When the stent reached the lesion, the physician tried to rotate the thumbwheel but the system was stuck and the stent partially deployed 5 to 10mm. Another of the same stent was deployed to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. The serial number returned matched the serial number of the complaint. The device showed signs of use. The stent was confirmed to be in the manufactured position and had not deployed. Visual examination revealed the thumbwheel lock was on the device. The pull grip was in the manufactured position. A kink at the nosecone was visible and another kink 2 cm from the distal tip was confirmed, this kink is situated over the distal tip of the stent. An x-ray of the handle was completed and found no further damage.

Event description:
It was reported that partial deployment occurred. Vascular access was gained via contralateral approach. The more than 90 percent stenosed target lesion was located in the severely calcified splenic artery. A 6 x 40 x 130 innova was selected for use. The lesion was predilated. When the stent reached the lesion, the physician tried to rotate the thumbwheel but the system was stuck and the stent partially deployed 5 to 10mm. Another of the same stent was deployed to complete the procedure. There were no patient complications and the patient status was stable.